Event description:
It was reported that electrogram (egm) review was requested for this pacemaker and right ventricular (rv) lead due to noise with oversensing. The health care professional (hcp) noted that the observed noise was not reproducible with isometrics. Upon review, it appeared to be non-physiologic noise. Rv lead pace impedance measurements were stable at 394 to 501 ohms and rv threshold measurements were chronically high at 2.3-2.9v. The patient rv paces 1%. Possible developing integrity concerns were reviewed, and it was noted that the leads were implanted in 2004. This pacemaker system remains in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.